Event description:
It was reported that the patient¿s ilet charging pad was shorting out and only charging when positioned in a specific manner, and a replacement charging pad was arranged for shipment after troubleshooting confirmed the issue was not resolved by trying multiple wall plugs. Symptoms included no reported adverse clinical effects and no changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included remote troubleshooting and education regarding correct setup and use. Investigation of this case revealed a suspected malfunction of the external charging pad leading to unreliable charging behavior, while the pump and therapy continued without clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.